Event description:
It was reported that the laser would not turn on and there was a smell of burning. There was no patient involved. No further information was reported.

Manufacturer narrative:
D3. Manufacturer name, manufacturer address 1, manufacturer city, manufacturer state and manufacturer zip/postal code corrected g1. MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip/post code corrected. The device history record (DHR) review and service history record review was completed and confirmed that the console was last serviced on 11 february 2020 and the console was fully functional with no issues. A review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The service repair was performed on site by the field service engineer. During service repair, a component on the voltage select board (vsb) was observed to be damaged. The vsb was replaced. The console passed full functional and electrical safety testing. The console works properly according to all boston scientific specifications. The replaced vsb was received and inspected at the manufacturer site. One corner of the board shows damaged component from electrical overstress. Based on observed vsb damage, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser would not turn on and there was a smell of burning. There was no patient involved. No further information was reported.